Event description:
A complaint was reported by a distributor in france regarding a cartridge alarm identified as 20a. There was no information provided about the impact on the customer's blood glucose level. The pump was expected to be returned for evaluation, and no further details about corrective actions were available.